Event description:
(B)(4). Nickel allergy, severe iron deficiency anemia, severe vitamin d deficiency, constant bacterial vaginosis, very heavy periods and severe cramping, constant pelvic pain, lack of sex drive, painful intercourse, severe bloating, chronic fatigue, feeling like I have the flu all the time, bowel issues, constant headaches, tingling in hands, weight gain, night sweats, anxiety and depression.